Event description:
Ecn event description: after insertion of arterial sheath and performing initial angiogram physician tried to advance guidewire into the vessel and was unable to advance wire through lesion. Advised doctor to perform another angiogram in another orthogonal view to check for coaxial sheath position. Physician did not want to make another angiogram at this time and requested another wire. Multiple attempts made to guide wire through lesion without success. Advised physician to take another angiogram. Upon angiogram, dissection noted in common carotid artery distal to sheath insertion site. Advised physician to reposition sheath and try to guide wire out of dissection. Unable to guide wire out of dissection. Advised physician to close arteriotomy site and try to access again. Physician opted to abort tcar procedure and do carotid endarterectomy. Patient present at time of event? Yes, patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication? No medical or surgical interventions: carotid endarterectomy patient admitted to hospital beyond the standard of care: no patient outcome: unknown event date: 2025-10-16. As reported device codes: no value found. As reported patient codes: no value found. Procedure date: (B)(6) 2025. Type of procedure: transcarotid artery revascularization.

Manufacturer narrative:
Investigation completed as part of this report.

Event description:
Ecn event description: after insertion of arterial sheath and performing initial angiogram physician tried to advance guidewire into the vessel and was unable to advance wire through lesion. Advised doctor to perform another angiogram in another orthogonal view to check for coaxial sheath position. Physician did not want to make another angiogram at this time and requested another wire. Multiple attempts made to guide wire through lesion without success. Advised physician to take another angiogram. Upon angiogram, dissection noted in common carotid artery distal to sheath insertion site. Advised physician to reposition sheath and try to guide wire out of dissection. Unable to guide wire out of dissection. Advised physician to close arteriotomy site and try to access again. Physician opted to abort tcar procedure and do carotid endarterectomy. Patient present at time of event? Yes, patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication? No medical or surgical interventions: carotid endarterectomy patient admitted to hospital beyond the standard of care: no patient outcome: unknown. Event date: 2025-10-16. As reported device codes: no value found. As reported patient codes: no value found. Procedure date: (B)(6) 2025. Type of procedure: transcarotid artery revascularization.

Manufacturer narrative:
Investigation underway as part of this complaint.